Event description:
It was reported that a two days prior to report, patient had walked into their foyer and their ¿power¿ had come on so strong it almost knocked them over. It was reported that the patient was unable to turn the stimulation down. It was additionally reported that patient turns their stimulation off at night, and when they turn it on in the morning, it is too strong. Patient had started turning stimulation down at night, and this had helped the issue.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).